Event description:
The manufacturer's representative (rep) reported the consumer had an appointment today (B)(6) to activate adaptivestim, and it was noted they were charging too often. The consumer charged the implantable neurostimulator (ins) to full on (B)(6), but their battery was already discharged to the point that the clinician programmer couldn't enter a programming session with it. The rep. Stated the consumer hadn't had any complaints about recharging, and they usually charged every four days from completely empty to completely full. It was noted the consumer used to charge more frequently-approximately every day or every other day, but according to trial notes it was most likely hd settings. During the call, the ins was charged to 25% and the rep. Was able to interrogate with the clinician programmer and provide the following information. The consumer had not been recently reprogrammed or switched to a new group, but recently the consumer had increased their parameters from 2.9 volts to around 5.0 volts on group a. Recharge statistics were pulled indicating the device was charging as expected. Recharge interval calculations were performed indicating the amount the consumer had to charge was expected with their settings and usage. However, it was noted that from march (B)(6) the stimulator was off, but the consumer claimed they didn't turn stimulation off and there was no indication the battery was depleted and had turned off. The consumer hadn't seen any power on reset (por) messages or call your doctor icons. The consumer had seen 'charge ins" cons but these were seen at times that correlated with when the battery was low. An impedance test was performed with results between 812 and 1190 ohms. Adaptivestim was not programmed during the meeting due to the ins dropping below 25% due to the extended clinician programmer session. Further review of the file pulled from the device indicated there were several instances of stimulation being on but therapy would be lost due to the ins being depleted. The information received did not go back far enough to (B)(6), however, given the history of the ins turning off due to depletion, it was reasonable to expect the ins was off for those several days due to depletion. There are also several instances of the ins being turned on and off and some of those were expected to be from the consumer using the pp to activate/deactivate the ins. There was also evidence that the consumer tended to start a recharging session and then turn stimulation on shortly after but because the session wasn't that long, the battery would deplete again and turn off. It was noted the consumer had asked why she would have to turn stimulation on when she was starting a recharge session which this information explained. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.